Manufacturer narrative:
The actual device was returned for investigation. The device is under evaluation and investigation. More results will be available upon completion of the investigation. However, failure to osseointegrate is a common complaint with regards to the implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible causes could be attributed to bone condition, patient oral hygiene, and /or patient behaviour. Though, failure to osseointegrate is inconclusive and specific to each case: it is a known inherent risk of implant procedures.

Event description:
It was reported that an implant failed to osseointegrate. The implant was extracted a week after placement due to a failure to osseointegrate. The patient has type ii bone quality and a health condition of diabetes. The patient is reported to have experienced no adverse effects. There were no abnormalities were observed with the implant itself. The patient is currently stated to be doing "fine".